Event description:
It was reported that the health care professional (hcp) called for assistance with programming this cardiac resynchronization therapy pacemaker (crt-p) into magnetic resonance imaging (MRI) protection mode. Technical services (ts) informed this is a non-conditional system due high out of range pacing impedance measurements on both the left ventricular (lv) and right ventricular (rv) lead and programmed the crt-p. No adverse patient effects were reported. This crt-p remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.